Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder was selected for procedure. It was noted during procedure that while manipulating the occluder within the patient's left atrial appendage the patient experienced a drop in blood pressure. It was noted that the patient presented with a pericardial effusion that developed into cardiac tamponade. The patient was administered an unknown blood pressure medication. The decision was made to remove the 31mm amplatzer amulet occluder and perform a pericardiocentesis. After the successfully drainage of the pericardial effusion/tamponade, a 28mm amplatzer amulet occluder was successfully implanted. The effusion was noted to have been resolved. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, artmt600038223-c, "use angiography, tee (preferably 3d) and/or pre-procedural cardiac CT to measure the left atrial appendage, including the depth of the left atrial appendage (shown as w in table t2) and the maximum width of the orifice (shown as u in table t2). Image the left atrial appendage until it is clearly visible. Identify and measure the left atrial appendage at the landing zone (defined as about 10 mm¿12 mm from the orifice) for the device lobe (shown as v in table t2) to determine the appropriate device size to occlude the left atrial appendage. Confirm the orifice measurement u is less than the disc size of the selected device. See table t2 on the foldout of the back cover to determine the appropriate device size to occlude the left atrial appendage. Procedures guided by ice should be preceded by a tee (preferably 3d) or cardiac CT to measure the left atrial appendage."h6 medical device problem code : removed : 2993 adverse event without identified device or use problem, added : 2993 adverse event without identified device or use problem and 2017 improper or incorrect procedure or method.

Event description:
Subsequent to the previously filed report, additional information was received that the delivery system used during procedure was a 14f amplatzer steerable delivery sheath. The 31mm amplatzer amulet occluder had been sized using a transesophageal echocardiogram, but was deemed too large during procedure. The patient had been administered heparin and had an activated clotting time of 250-350 seconds during procedure. The patient had been administered dopamine, phenylephrine, and atropine as to treat their drop in blood pressure. The patient's pericardial effusion was noted in the pericardial space on a transesophageal echocardiogram. There was difficulty implanting the 31mm amplatzer amulet occluder as there were 4 partial recaptures of the occluder noted and it would not deploy properly. It was noted that the occluder was difficult to position and orientation of the occluder was hard to correct. There was a noted clinically significant delay in procedure do to the emergent pericardiocentesis and chest compressions that were performed. The cause of the pericardial effusion is believed to be from multiple manipulations of the 31mm amplatzer amulet occluder within the left atrial appendage and oversizing, causing injury to the wall of the appendage. As a result of this event, the patient had a prolonged hospitalization (2 days). The patient was stable at the time of report. No additional information was provided.